Event description:
Information received indicates the bed's siderail controls are locked out.

Manufacturer narrative:
The technician replaced the power control module and calibrated the position sensors to repair the bed.